Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ebha); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a CT scan about 2.5 weeks ago that didn't mention the lead being fractured. Then they had two subsequent CT scans that said it was fractured. Patient said they didn't know what they were seeing and if it was a remnant of one of the tines left during the revision. The patient found out about a week and a half ago that the lead might be fractured. They noted that with the old one they could feel a lot of stimulation but with the new one they didn't have a lot of sensation from it. Patient wanted to make sure there was nothing that needed to be taken care of. The caller requested the manufacturing representative (rep) be sent a message to call them.